Event description:
It was reported that during an upgrade procedure, prior to usage, the physician noticed the right ventricular (rv) lead appeared to be bent proximal to the sensing ring. The lead was not implanted and a different lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The stylet/guidewire was kinked/buckled. The distal low voltage electrode of the lead was covered in blood. Visual analysis of the lead indicated damage at implant. The analyst noted that the stylet was returned inside the lead and was found bent .5cm from the distal end of stylet. Lead passed introducer test.